Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 45-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported the impella had high purge pressure/system blocked alarms. There was no kinks that were observed.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The device was not returned for investigation. As per clinical details, the doctor reported a high purge pressure alarm with no visible kink. The cause of the high purge pressure issue was not determined since product was not returned and limited clinical information was provided.